Event description:
A malfunction identified as 16-0x20e6 was reported by a distributor in denmark, with no notable events occurring before it. The impact on the customer's blood glucose level was unknown, as no specific information was provided. The pump was under warranty, and a replacement was sent to the customer after confirmation of shipping details. The customer was informed to return the malfunctioning pump to tandem, but the backup plan for insulin delivery was not disclosed.